Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and non-bsc right atrial (ra) and right ventricular (rv) leads showed low, out of range pacing impedance values for the rv lead channel. There was also noise artifact over sensing on rv electrograms (egms), ra lead far field over sensing and a recorded signal artifact monitoring event that appears as noise over sensing. There was no evidence of a pause on egms. Health care professional reported patient complaint of dizziness and lightheadedness. The rv lead daily impedance measurement was turned off. It was also discussed that pacing leads required further evaluation as rv pacing lead was suspected to be compromised. The ra automatic pacing threshold test was successful. Rythmiq feature episodes were recorded with brady mode change from dual pacing and sensing to atrial only sensing and pacing. The pacemaker, ra and rv leads remain in service. No additional adverse patient effects were reported.